Manufacturer narrative:
Tracking info: (B)(4). Initial report sent to FDA on 08/08/2014.

Event description:
Complaint received from the dr. Is that there was no adhesion of bowel that was caused by the mesh.